Event description:
The consumer via the representative reported the patient's symptoms had become a lot worse and the implant was not working since implant date. It was noted the patient had not used her patient programmer. Conflicting information was provided as the patient indicated the therapy was not really working and then stated the therapy was maybe working a little. It was indicated the patient had multiple sclerosis and did not walk much. The patient was told at implant not to use the patient programmer, and the representative had removed the patient programmer batteries. The patient was to follow-up with the physician. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.